Event description:
Patient claimed they had an approximate 10-15 min. Power interuption at their house while on a CPAP device with a nasal mask. The patient was asleep at the time. Patient claimed dizziness, memory loss, and disorientation.